Event description:
A person with diabetes reported a broken pump screen through an online contact form submitted to technical support. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.